Manufacturer narrative:
H6: code a26- used to capture insufficient information available to determine if gore device contributed to stroke. As it is unknown which device is directly implicated in this stroke event, the following devices (same device family) will also be included in this report: catalog #tac084515a/ serial # (B)(6) / UDI # (B)(4). C1. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. It should be noted that, per the gore® tag® thoracic branch endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to, neurologic damage, local or systemic (e.g., stroke).

Event description:
The fsa (field sales associate) reported the following to gore: on (B)(6) 2024, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® tag® conformable thoracic stent graft with active control system, gore® tag® thoracic branch endoprosthesis (aortic and side branch component) and gore® tri-lobe balloon catheter in zone 2. The patient tolerated the procedure. On (B)(6) 2024, it was reported that the patient experienced a stroke which lead to the patient experiencing blindness. The patient had a neurology consult and the neurologist stated there was nothing to re-intervene on. The patient is being monitored. The physician does not know what caused the reported event to occur.